Event description:
It was reported that a pt presented with chest pain. Reportedly, CT scans demonstrated that a filter limb detached from the filter and migrated to the right ventricle. The filter and detached limb were successfully retrieved without incident. Another MFR's ivc filter was then implanted. As a partially occlusive thrombus was noted at the confluence of the ivc. The pt is currently recovering in the ICU.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The complaint sample will be retained by the user facility risk management department. Therefore, a device evaluation could not be performed. The investigation is currently underway. Received a copy of user facility medwatch # uf0501120000-2010-8017.